Event description:
It was reported that the lead integrity alert (lia) had tripped for impedance out of range on the hv (high voltage) coils of the right ventricular lead. It was noted that the lead¿s impedances have been fluctuating since a recent device changeout. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that the high voltage connector pins were not fully inserted at device change out causing the lead impedance warnings. The implant was revised to reconnect the high voltage pins to the header without incident. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 implantable pacing lead (B)(6) 2008; 507645 implantable pacing lead (B)(6) 2008. (B)(4).